Event description:
It was reported that the patient had a surgical procedure to replace the inflatable penile prosthesis (ipp) due to kinked tubing. The reservoir was removed and placed in a better locations. The patient was unsatisfied and couldn't cycle the ipp. No patient complications were reported.